Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone in the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible tone while on the low volume setting. This was due to a short in the piezo buzzer due to deterioration of the buzzer's silver coating that created a silver bridge between two pins. The silver bridge was caused by contamination.